Manufacturer narrative:
The customer report of a possible leak was confirmed based on functional and pressure testing in which it was observed that fluid leaked out (termed ¿weeping out¿) from the vent of the filter. Although the root cause was not definitively determined, the probable identified cause of the observed filter vent leak was due to clog/oversaturation of filter and the time of use from which the fluid flow was restricted. The fluid then seeks the path of least resistance through the filter vent. As the leak was reported to be observed during use and not during priming, it is unlikely that the leak was the result of a manufacturing or supplier issue.

Event description:
It was reported that the rn found the tubing set filter leaking during patient use. The tubing set was cleaned and dried to find that it continued to leak with no visible cracks found in the filter. The customer later stated that there were no adverse effects caused to the child patient from the event.